Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that there were a episode of non-sustained ventricular fibrillation episodes due to noise oversensing on the right ventricular lead. Lead impedance had also risen in the past week. Lead fracture was suspected. Noise was reproducible in clinic with isometrics. Lead threshold had also risen. The device was reprogrammed. The patient was stable and would continue to be monitored.